Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 120 units of insulin during the load sequence. A new cartridge was loaded to resolve the issue. The customer's blood glucose level was reported at 360 mg/dl.